Event description:
It was reported, that the patient had gained little benefit from her implant. Surgery in 2000 had been difficult because of a deformation of the patient's cochlea. A routine telemetry check dated 2004 showed "poor coupling", the implant had malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.